Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error. The customer's blood glucose was 114 mg/dl. It was reported that during bolus the insulin pump alarmed motor error. Troubleshooting was performed. It was stated that drive support cap was normal, insulin pump was not exposed to high magnetic field and user declined e70 alert. The alarm history was reviewed and there was more than one motor error alarm within any 30 days present. The customer was advised to discontinue use of the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.